Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy due to an svt. Reprogramming was recommended. Patient was stable and will be monitored with routine follow-up.